Event description:
It was reported that during a da vinci-assisted procedure the stapler did not work accurately, and the staples also came out of the device poorly. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci products with an alleged issue to perform failure analysis.